Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these leads exhibited low r and p waves as well as, loss of capture during threshold testing. The patient had a strong underlying sinus rate thus no syncope nor pacing inhibition was observed. An x-ray confirmed both leads had dislodged. The physician was suspect of a twiddler's syndrome case and explanted and replaced both products. No return of product nor manufacture allegations were reported.